Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe would not cut the vitreous during a vitrectomy procedure. The probe was replaced and the procedure was completed. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
A review of the related device history record associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were three other complaints for the reported issue. One probe sample was returned for evaluation. The returned sample was visually inspected and deemed nonconforming. The cutter is stuck in the port, with surgical material present. Actuation testing was performed and deemed nonconforming. Aspiration testing was performed and deemed nonconforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There was no wear on the inner cutter when compared to the cutter wear visual standards. The inner cutter is detached from the coupling. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that at the beginning of the surgery the adhesive bond failed causing the inner cutter to become detached from the coupling. An investigation has been completed and actions have been implemented to reduce the frequency of probe complaints for detachments of the inner cutter from the coupling. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).